Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant procedure the doctor felt that the header on the device may be faulty. The device was replaced. No patient complications have been reported as a result of this event.